Event description:
Edwards received additional information indicating this bioprosthetic aortic heart valve was explanted after an implant duration of three (3) years, one (1) month due to elevated gradient and stenosis. As reported, the valve leaflets were not calcified but were very stiff and had a lack of mobility. There were also protein-like deposits on two (2) struts on the inflow side of the valve. These were completely endothelialized and almost fused with the aortic wall. This was replaced with a 23mm pericardial bioprosthesis. There were no reported complications.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this device exhibited an elevated gradient two (2) years, ten (10) months post-implantation. Echocardiogram revealed a mean gradient of 49 mmhg with a peak gradient of 60 mmhg. The valve leaflets were thickened, slowly mobile, and not fully opening. The surgeon suspected thrombotic deposit on the leaflets or structural valve degeneration (svd). There are currently no plans to explant the device as the patient was placed on anticoagulation therapy in which the gradient had slightly diminished.

Manufacturer narrative:
Device remains implanted additional manufacturer narrative the device was not returned to edwards for analysis as it remains implanted in the patient. Without removal and return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. In this case, anticoagulants therapy was administered and the elevated gradient diminished slightly. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Research and development has reviewed the initial findings and provided additional comments and conclusion: the leaflets were found to be noticeably stiffer than an un-implanted valve. The increase in leaflet stiffness was most likely attributable to the thrombotic material deposition, absorption of blood-derived proteins, and host fibrous (pannus) tissue growth. The subsequent exposure and storage of the valve to the formalin when the valve was returned would make the leaflets even stiffer. Increase in stiffness of the leaflets can reduce the mobility of the leaflets and cause malfunction of the valve as reported in this particular case. No leaflet tissue calcification was evident by either x-ray imaging or histology. A thin layer of fibrin tissue with or without endothelialization is expected to cover the surface of this type of bioprosthetic leaflets and is usually benign without significant impact on the functionality of the valve. In the present case, the deposition is thicker overall and severe in several locations. Thrombotic material deposition or vegetation can be triggered by endocarditis or an immune response to the implant or systemic infection. Mild to moderate thrombotic material/vegetation was confirmed by histology. Mild inflammatory cell (mononuclear cells/macrophages) infiltration was noted in the specimens examined, suggesting chronic inflammation. However, the available patient information and the findings from histology provide no specific primary cause for the development of the inflammation and thromboses/vegetations. The initial cause for the elevated gradient and leaflet lack of mobility could not be determined at this time.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, vegetation was present on the inflow aspect between two (2) pairs of leaflets. When probed with finger, leaflets did not appear to be stiff. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the outflow aspect on one (1) leaflet, and at the inflow aspect of another. Host tissue around the stent circumference was moderate on the outflow aspect and moderate to heavy on the inflow aspect. The x-ray demonstrated minimal calcification which appeared to be on the host tissue near a leaflet. Incidental findings: the sewing ring had been cut on the inflow aspect causing the wireform to be exposed. Method: x-ray. Additional manufacturer narrative: the clinical report of stiffened leaflets could not be confirmed. However, the clinical report of deposits could be confirmed as vegetation was present on the device. A histology evaluation is currently in progress and a supplemental report will be submitted upon completion.